Event description:
On 17/jan/2026, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to a hernia. No additional information was provided during the intake process. An email from the patient¿s pd registered nurse (pdrn) indicated that the patient¿s inguinal hernia was not present prior to the patient initiating pd/ccpd therapy, however its existence has been known for approximately 5 years. Although the specifics are limited, the patient appears to have been admitted on (B)(6) 2026 through (B)(6) 2026 for the inguinal hernia, however no surgery was performed. The patient was reportedly discharged and resumed utilizing the same liberty select cycler without any reported issues.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse event of an inguinal hernia. While there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused the serious adverse event. The liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the creation and/or exacerbation of the inguinal hernia, as it was not present when the patient began pd for rrt. Hernias are a well-known potential complication of pd therapy due to the increased intra-abdominal pressure created during pd therapy. During therapy, this pressure can create or exacerbate existing weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter also increases the risk of hernia formation.

Event description:
On (B)(6) 2026, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to a hernia. No additional information was provided during the intake process. An email from the patient¿s pd registered nurse (pdrn) indicated that the patient¿s inguinal hernia was not present prior to the patient initiating pd/ccpd therapy, however its existence has been known for approximately 5 years. Although the specifics are limited, the patient appears to have been admitted on (B)(6) 2026 through (B)(6) 2026 for the inguinal hernia, however no surgery was performed. The patient was reportedly discharged and resumed utilizing the same liberty select cycler without any reported issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.